Event description:
Boston scientific received information that right ventricular (rv) lead exhibited an low shock impedance measurement. Additional information received that this lead was surgically abandoned and a new system successfully implanted. There was no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.